Manufacturer narrative:
The customer¿s reported problem was confirmed. DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 did not turn on. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: contact phone: (B)(6).contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pcu8015 did not turn on. No ac light when power cord plugged in. Pcu sn (B)(6). Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to replace power supply processor board. (B)(6) will get a po and send unit in for flat fee repair.

Manufacturer narrative:
The customer¿s reported problem was confirmed. DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 did not turn on. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pcu8015 did not turn on. No ac light when power cord plugged in. Pcu sn (B)(4). Case resolution: I recommended (B)(6) to replace power supply processor board. (B)(6) will get a po and send unit in for flat fee repair.